Event description:
A nurse was walking past the room and heard the device alarming (unspecified alarm) and found the tubing to be burning. A bag of normal saline was hung and the bag had a blackened area of smoke damage form the burning. The tubing was noted to be laying on the side of the pcu, draped over iui. There was no module attached on that side. The only infusion was normal saline which was infusing through a module on the other side. The nurse immediately unplugged the device from the wall and turned off the pcu. The bag tubing were discarded and the pcu was sent to biomed. There was no patient impact. Customer stated that no further information is available. (B)(4).

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The event logs and data set have been received and log review is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.